Event description:
It was reported that during the implant procedure of the spinal cord stimulation lead it was noted that spinal access was more challenging due to a previous fusion but following that, the lead placement was straight forward. The physician noticed a small amount of clear fluid in the wound during closure so he used a sealant in the event that the fluid was cerebrospinal fluid (csf) leakage. Over the next few days, the patient developed a severe headache which was consistent with a csf leak which also contributed to a lack of mobility. As this symptom persisted, the patient underwent an explant procedure to remove the lead. The patient had some post operative pain but is expected to fully recover. The lead will not be returned as it was disposed of by the medical facility.